Manufacturer narrative:
On july 1, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast implant deflation, and bilateral displacement (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 290cc mentor smooth round high profile implants on both sides and was presented with left side breast implant deflation, and bilateral displacement postoperatively. As a result, the devices will be explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On july 24, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the sample, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by valve delamination. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/24/2020, mentor became aware that the surgery date was moved to (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).